Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse confirmed the leak at the cap piercer. Fse replaced the cap piercer assembly to resolve the issue. (B)(4).

Event description:
A customer reported to beckman coulter (bec) customer technical support (cts) that their unicel dxc 600i system leaked fluid from the cap piercer. The customer stated that the leak was contained to the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.